Manufacturer narrative:
(B)(4).

Event description:
It was reported that while performing a venography under fluoroscopy, the right atrial lead exhibited an insulation anomaly. Testing of the atrial lead revealed low impedance. The lead was capped and replaced. The patient was in stable condition.